Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-13665, 1627487-2022-04816, 3006705815-2022-16546, 3006705815-2022-16547. It was reported that patient lost a significant amount of weight causing the ipg to protrude out of the side and a persistent pain at thoracic ipg site. It was also reported that both the cervical and thoracic scs systems never provided ineffective therapy for low back and upper back pain. Due to ineffective therapy, the patient stopped using both scs systems. The thoracic ipg remained operable; however, the cervical ipg had been inoperable for some time (see related manufacturer reference number 3006705815-2022-13665). Surgical intervention was undertaken wherein both the thoracic and cervical systems were explanted.